Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral fracture and underwent lumbar internal fixation surgery. During surgery, the screw slipped. The product came in contact with the patient. No fragment remains in the patient. No patient symptoms or complication were reported as result of this event. The patient has achieved solid fusion.

Manufacturer narrative:
Product analysis result: visual macroscopic visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. Symmetrical surface scratches across the head of the screw. The damages match the thread pattern of the screw. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.